Event description:
It was reported during the breast biopsy, the micro mark clip was deployed and when the clip was removed from the probe, the marker sleeve was missing. The doctor followed up with a mammogram and found the marker sleeve inside the patient. The clip is being returned for analysis. The case was completed; there was no consequence to the patient.